Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the image was flickering and then went out. The customer confirmed the issue with multiple titanium reusable blades. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
Airway bill number (B)(4) was created on april 27, 2021 for the return of the customer's glidescope titanium video cable. The video cable was received at verathon hq on may 14, 2021. Verathon technical services appears to have misplaced the returned video cable; it is most likely that the customer's glidescope titanium video cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.